Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The initial reporter stated she had an issue with her accu-chek softclix device. The customer stated that the softclix needle would not retract. The customer did not stick herself with the needle and was having difficulty removing the lancet from the device.